Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
During outreach call, customer reports that buttons on keypad were not responding. Customer reports to have missed a few bolus delivery due to thinking boluses were programmed. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened buttons on dome switch. The insulin pump had minor scratches on lcd window and cracked battery tube threads.